Event description:
Additional information received confirmed the hematoma resolved on its own with no intervention. Upon further investigation, the defibrillation impedance was in range for the patient. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, high defibrillation impedance was noted on the right ventricular (rv) lead. X-ray imaging was performed and revealed a hematoma around the pocket. No intervention was required for the hematoma. Lead revision is anticipated. The patient was stable.